Event description:
The patient's recurrent pseudomonas driveline infection is reported under MFR #s: 2916596-2024-04213 and 2916596-2024-04396.

Manufacturer narrative:
Section h6: health effect - clinical code corrected manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The patient's death was not considered to be device-related as it was reported to be operating as expected. It was reported that heartmate 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of this document lists adverse events, including cardiac arrythmia, infection, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a history of ventricular tachycardia status post implantable cardioverter- defibrillators (medtronic crt-d), paroxysmal atrial fibrillation (paf) treated with coumadin (warfarin), and recurrent driveline exit site pseudomonas infections. The infections began (B)(6) 2023. The onset of tachycardia and paf was (B)(6) 2021, prior to lvad implant.

Manufacturer narrative:
B5: additional information: no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that a patient had a history of coronary artery disease (cad) status post coronary artery bypass graft (CABG), severe mitral regurgitation, combined chronic heart failure status post left ventricular assist device (lvad), ventricular tachycardia status post implantable cardioverter-defibrillator, paroxysmal atrial fibrillation treated with coumadin (warfarin), and recurrent pseudomonal infection. The patient had been admitted for further evaluation of recurrent falls. On arrival the patient was tachycardic, otherwise vitals were stable. Labs were notable for white blood cell 11.5k, creatinine 2.43 mg/dl, aspartate transaminase/alanine transaminase 74/73, total bilirubin 1.6 mg/dl, troponin negative and brain natriuretic peptide 910 pg/ml. Computed tomography chest scan was negative for acute cardiopulmonary process. Advanced heart failure was consulted, and the patient was started bumex (bumetanide) infusion. The patient was admitted to the progressive care unit (pcu) for further management. Given decompensation and poor prognosis, palliative care was consulted, and the patient's family ultimately elected for hospice care. However, the patient's milrinone was not able to be weaned safely, nor was hospice willing to be arranged at home due to lvad and family not having resources to be with him. Comfort care was arranged in the hospital and compassionately withdrawn. The time of death was at 1518.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.